Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reporter stated via phone call that the customer was hospitalized due to high blood glucose on with blood glucose of 769mg/dl. The customer experienced symptoms such as nausea, vomiting, burning chest, thirst and tiredness. The customer tried to bolus with insulin pump. The customer's blood glucose level was 179mg/dl at the time of the call. The reporter was unsure if the customer was wearing the insulin pump during the hospitalization. Troubleshooting for high blood glucose could not be performed because the reporter did not have the insulin pump. The insulin pump will not be returned for analysis.